Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated architect free t4 for a 60-year-old male. The following results were provided (reference range 0.70ng/dl to 1.48 ng/dl): (B)(6) 2026, sid (B)(6), initial free t4 result= >5 ng/dl (additional result provided: tsh= 3.279 uiu/ml); (B)(6) 2026, repeat results= 0.92 ng/dl and 0.98 ng/dl (additional result provided: tsh= 3.370 uiu/ml); (B)(6) 2026, sid (B)(6) , another sample collected with a result= 1.17 ng/dl there was no impact to patient management reported.